Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and a replacement pump was provided to ensure uninterrupted insulin delivery. No additional information was received regarding confirmation of the original pump's serial number or return instructions.